Event description:
A female pt contacted lifecor customer support to report that she had removed her system to take a shower. When she placed the device back on, the monitor would not power up. She checked the battery contacts and they all appeared to be straight. A lifecor territory manager (tm) verified that the monitor battery connectors were not bent. The pt's battery pack powered up another monitor with no problems. Tm replaced the pt's monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. Monitor would not power up because of a defective voltage attenuator on the transition board. The defective component was repaired. The monitor was retested and restocked. The root cause of the defective voltage attenuator is not known, but is likely random component failure. No adverse event resulted from the faulty monitor.